Manufacturer narrative:
Received one device, the customer reported issue was able to be confirmed through ehl inspection. The cause of the reported issue was a faulty dso sensor. Dso seal, dso sensor, dso bezel replacement. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an upstream pressure issue was noticed by the technician in the last week, while the department noticed that the pump has a downstream pressure issue. The problem occurred during use on a patient. The only issue was that the patient was deprived of a dose of medication, and it was the doctor who intervened to relieve the patient. There was no patient harm/adverse event.

Manufacturer narrative:
B3: 2025 was the year of the event but the month/day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.